Event description:
The user facility reported experiencing decreased gas exchange approx 60-minutes after initiating a procedure to repair a torn papillary muscle. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided for a brief time to assure adequate oxygenation until the saturation levels returned to normal. The case was reported to have been completed successfully, however, the pt later expired.

Manufacturer narrative:
The involved unit was returned for evaluation. Although there was no info from the user facility related to fluid leakage, visual examination confirmed several broken hollow fibers. Gas transfer performance could not be assessed due to leakage in the hollow fiber bundle. However, a review of the device history records confirmed gas transfer testing during production of the involved unit met proper performance specifications and there were no indications of any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Follow up communication with the user facility confirmed that the pt condition was described as 'very bad' going into the procedure. There are many complex clinical variables, such as pt condition, which may have been related to the events observed. Based upon the available info, the cause for the reported observation cannot be definitively determined, but there is no indication that a device defect or malfunction was involed. H6 conclusion coded as 68 (other) because upon receipt of the device at the mfg site, the device exhibited damage that prevented a complete assessment of the reported complaint. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been maintained in the quality assurance files for appropriate tracking, trending and follow up.